Event description:
It was reported that during the implant procedure, the ventricular lead with tines would not "stay in place." The lead was removed and an active fixation lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.